Event description:
Pt reported that on (B)(6) 2011, she activated a device after her previous pod initiated an alarm. Her blood glucose began to elevate (no exact times or test results reported), so she started taking 5 units of insulin every two hours by syringe. Her bg remained high; results of 300 and 316 mg/dl were cited, but without times. She was admitted to the hospital with hyperglycemia and a urine ketone result of 80 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if a malfunction or other product problem could have contributed to the pt's hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial or insulin to fill the new pod. Then contact your healthcare provider for guidance. Drink eight ounces of water every 30 minutes until blood glucose is within bg goal."